Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A device evaluation was performed and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had an abnormal image and poor connector contact. The reported malfunctions occurred at an unspecified time during an unspecified therapeutic procedure. The procedure was completed using a similar device. There was a surgical delay, as other equipment was replaced due to the problem, but it was not clear how long the delay was. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an abnormal image and poor connector contact. The reported malfunctions occurred at an unspecified time during an unspecified therapeutic procedure. The procedure was completed using a similar device. There was a surgical delay, as other equipment was replaced due to the problem, but it was not clear how long the delay was. There were no reports of patient injury or medical intervention associated with this event.